Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and the outer insulation of the lead developed a breach due to metal ion oxidation (mio) while in vivo. Concomitant product: 5076-52 implantable pacing lead, (B)(6) 2002; 694765 implantable tachy lead, (B)(6) 2002. (B)(4).